Event description:
It was reported that the patient was in inpatient care for cardiogenic shock and potentially septic shock. Log files revealed an intentional pump stop on (B)(6) 2022 that was coincident with a transcatheter aortic valve replacement (tavr) procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported aortic regurgitation, cardiogenic shock, and subsequent patient outcome could not conclusively be determined through this investigation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and these events could not conclusively be established. The controller event log files contained events from 19dec2022 through 27dec2022 and 29dec2022 through 05jan2023. On 26feb2023, the fixed speed was briefly set below the low speed limit (lsl), which resulted in a low speed advisory alarm. The alarm resolved as soon as the fixed speed was returned back to a value above the lsl. Additional events were captured on 29dec2022 which were consistent with the reported tavr procedure. No other notable events were observed, and the pump appeared to function as intended. It was reported that an autopsy was not performed, and the device was not explanted for evaluation. The heartmate 3 lvas IFU rev. C lists adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Additionally, section 4 of the IFU, ¿system monitor¿, provides instructions on how to set the fixed speed and informs the user that a low speed advisory alarm appears if the fixed speed is set 200 rpm or more below the low speed limit. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to failure to thrive. The patient had aortic insufficiency (ai) that worsened severely post implant, potentially due to multiple factors, one of which was left ventricular assist device (lvad) therapy. Ai was addressed via the aortic valve (av) replacement. Paravalvular regurgitation remained after the procedure and limited the patient's ability to tolerate rehab. A percutaneous endoscopic gastrostomy (peg) tube was placed due to multiple failed swallow studies. The decision was made between the patient and family to withdraw care. The patient was discharged on (B)(6) 2023 with do not resuscitate (dnr) status and comfort measures. The patient presented again on (B)(6) 2023 as a transfer from his local hospital and passed during the admission.